Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/constant pelvic pain, curled up in fetal position moaning and groaning") and salpingitis ("fallopian tube infected") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placed with a balloon ablation performed at same time". The patient's past medical history included parity 5 (5). Concomitant products included anaesthetics (anesthesia). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), mental disorder ("psychological problems"), procedural pain ("painful post-operative recovery"), asthenia ("weaker/ no energy"), pain ("entire body ache all the time"), discomfort ("I don¿t feel comfortable"), inflammation ("inflammation"), genital injury ("fallopian tube rupture") and gait disturbance ("barely walk"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingo-oohorectomy) and surgery (removal). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, depression and anxiety had resolved, the salpingitis, asthenia, pain, discomfort, inflammation, genital injury and gait disturbance outcome was unknown, the dysmenorrhoea, dyspareunia, abdominal pain, back pain, mental disorder and procedural pain was resolving and the fatigue had not resolved. The reporter considered abdominal pain, anxiety, asthenia, back pain, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, genital injury, inflammation, mental disorder, pain, pelvic pain, procedural pain and salpingitis to be related to essure. The reporter commented: since having the surgery, patient's symptoms are mostly resolved. It was reported that she had cochlear implant. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date: inflammation and nothing else. Hysterosalpingogram: in (B)(6) 2012: total bilateral occlusion. In (B)(6) 2012 hsg test was performed. "Concerning the injuries reported in this case, the following one was reported via social media:salpingitis, inflammation, discomfort, pain, asthenia, medical device monitoring error,genital injury. Most recent follow-up information incorporated above includes: on 7-jun-2018: event added per social media report: essure placed with a balloon ablation performed at same time, barely walk, fallopian tube rupture, inflammation, I don¿t feel comfortable, entire body ache all the time, weaker/ no energy, fallopian tube infected. Reporters were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("psychological problems") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingo-oohorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, mental disorder and procedural pain was resolving, the fatigue had not resolved and the depression and anxiety had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, mental disorder, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, patient's sympotms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. In (B)(6) 2012 hsg test was performed. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Event depression and anxiety were added. Lab data updated. Product, patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), mental disorder ("psychological problems") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingo-oophorectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, back pain, mental disorder and procedural pain was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, mental disorder, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, patient's symptoms are mostly resolved. Diagnostic results: in (B)(6) 2012 hsg test was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.